Event description:
It was reported that during a cruciate ligament reconstruction surgery, the kirschner wire broke in the 5mm hollow drill. There was a delay of more that 30 minutes. No patient injury was reported.

Manufacturer narrative:
One 7208686 5.0mm universal cannulated endoscopic universal drill bit returned. The drill is in reasonable condition. There is a guide wire seized up inside the drill cannulation. A 2.4mm (0.0945¿) guide wire fits into the opposite end of the drill. The primary cutting edges of the drill have dings and chips on them. Any grit or shedding of sorts, whether it be metal or bone can contribute to the seizing up of two mating instruments. Slight bow would also contribute to potential seizing. Visual inspection confirmed that the k wire has been broken and quite gouged from attempts to remove from the drill.it was confirmed that the wire was not a smith & nephew product. No root cause related to the manufacture of the device was established.